Event description:
A customer from (B)(6) reported to biomérieux a misidentification of a citrobacter werkmanii external quality control sample (eeq asqualab) as citrobacter freundiiin association with the vitek® 2 gn test kit. There was no patient involvement as testing involved a quality control sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Patient identifier is: (B)(6).

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a misidentification of a citrobacter werkmanii external quality control sample (eeq asqualab) as citrobacter freundiiin association with the vitek® 2 gn test kit. An internal biomérieux investigation was performed. This strain was from an eeq asqualab survey. The strain and raw data was not available for investigation. C. Werkmanii is not a claimed species in vitek 2 software version 7.01; however, it will be available in future software updates. The vitek 2 product labeling contains the following limitations statement: "testing of unclaimed species may result in an unidentified result or a misidentification." Vitek 2 gn lot # 241390140 met final qc release criteria. This lot passed initial qc performance testing.